Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact. The customer stated problem was not confirmed. Performed calibration for the downstream occlusion sensor, no problem found. Therefore, no fault found with the reported issue. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the dso (downstream occlusion sensor) seal was not calibrating after replacement. No patient involvement was reported.